Event description:
A customer reported to baxter (B)(4) of a one-link needlefree ivconnector, in which a nurse described that 1 out of 4 one link connections to IV sets comes loose. The event occurred during use. There was no patient injury/reaction reported; medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed and the directional insert was found to be sufficient in providing information concerning luer connections prior to use. The root cause of the reported condition was due to user error since the connector on the end of the microbore was not tightened enough by the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.